Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. Contact number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery device was not holding a charge. According to the report, the red error light came on when the battery device was put on the charger. There was a five minute delay to the surgical procedure to change out the battery device. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown however it was reported to have occurred in july, 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.